Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Device was monitored and tested with no device heating up. No moisture or burn damage on electronics assembly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 438 mg/dl at the time of the incident. Customer did not completed troubleshooting for high blood glucose level. Customer was treated with insulin pump. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.